Manufacturer narrative:
A4 is unknown. A cannula kink was observed in the returned product. The cause of the positioning issue was determined most likely to be an adverse event related to the anatomy of the patient due to heart being in a different position than usual due to anatomical reasons, and the aorta at a steep angle. The cause of pump suction/ low pump flow was most likely due to the kink in the cannula. The cause of product damage was most likely patient condition related since the patient's heart appeared to be lying flat and was in a different position than usual due to anatomical reasons, and the aorta was at a steep angle. The device passed all post sterile inspection checks.

Event description:
It was reported that during implantation of an impella cp the cannula kinked and a suction alarm occurred. Positioning adjustments were made but the issue did not resolve. Due to reduced flow, the device was explanted. No patient harm was reported.